Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2016 with the following findings: the keypad rubber was undamaged and all buttons responded properly to presses. No contamination or damage was found to the keypad button contacts. The pump's total daily doses of insulin added up correctly to the user's programed basal rates. The pump was able to perform the prime sequence and be exercised for 24 hours with no issues being duplicated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a history settings issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.